Event description:
The device was placed in the septum per the dfu but built up force resulted in a sudden springing of the device into the rv apex, resulting in a large rv laceration and death despite emergent thoracotomy. FDA safety report ID# (B)(4).